Event description:
It was reported that the patient presented in the emergency room due to fever. The physician suspected infection at the implantable pulse generator (ipg) site and believed that it was not device related. The patient was administered with intravenous antibiotics and was sent home. Upon follow-up, the patient was doing well and does not have any more symptoms of active infection.